Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to reported a hospitalization due to high blood glucose. Customer stated that the insulin pump was exposed to two cat scans and MRI. Customer's blood glucose reading at the time of the event was 436 mg/dl. Customer was treated with novolog. Blood glucose at time of discharge was 242 mg/dl. Displacement test passed. Nothing further reported.